Event description:
A health care professional reported during surgery they have noticed a defect in the haptic white bubbles looked melted. Subsequently the lens was removed during initial procedure and completed with another lens during initial procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.3.,d.9., h.3., h.6., and h.11 the lens was returned outside the disassembled lens case. Viscoelastic was dried on the lens. One haptic was scratched/scraped on the anterior surface of the distal haptic tip. The appearance of this damaged area of the haptic tip was most likely interpreted as the reported white bubbles looked melted. There are no bubbles in the lens. The optic has a line of cracked damage observed on the anterior surface beginning at the optic edge, and the identical damage was observed directly opposite on the posterior optic surface. A photo was available that matched the returned product. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were used. The root cause cannot be determined for the reported complaint. The optic was cracked. There were no bubbles observed in the sample. One haptic has tip damage. The haptic tip damage was most likely interpreted as the reported complaint. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the viscosurgical device (ovd) filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).